Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the centrifuge and noted that the brake relay on the chassis blew and melted the relay socket of the chassis, causing the brake resistors to emit heat during operation. The fse investigated further and discovered that the relay socket used on the board is not suitable for soldering onto the board. The relay sockets in question have eyelet terminations specifically for soldering wires directly to them. The eyelet terminations are not designed for soldering directly into printed circuit (pc) boards. The fse ordered a replacement board to repair the customer's centrifuge. Beckman coulter internal identifier for this report is (B)(4).

Manufacturer narrative:
Correction: the provided failure analysis in the initial MDR was based on the analysis of the circuit drawings, and not based on the failure analysis of the actual defective part. Additional information and device evaluation: beckman coulter's investigation has determined that pin 7 on the relay was hit with a surge from a driver board causing the pin's temperature to rise to the point of damaging the wire connected to it, which in turn damaged the relay and the socket. It is observed that the first driver board may have shorted out or surged. This defect is not related to the relay socket soldering suitability.

Event description:
The customer reported noticing excessive heat during operation of the beckman coulter model j6-mi centrifuge. The customer did not report of any injury or death associated with this event.